Event description:
Two valiant captivia stent grafts were implantd during the endovascular treatment of a 48mm taa. It was reported that during the index procedure vamf3834c150tj was attempted to be advanced once access was obtained in the right femoral artery and a closure device used , but it did not advance near the external iliac artery to common iliac artery. It was removed and a non mdt sheath was advanced from the same right femoral artery. The sheath was advanced to the renal artery level. The vamf3834c150tj was inserted into the sheath and placed in descending position as scheduled. The next stent graft vamf4040c150tj was landed at the distal arch, and contrast imaging was performed. During the contrast imaging, the contrast agent flow was poor and had retained in the arch for a long time. Vamf4040c150tj was placed as scheduled and contrast imaging was performed. The tevar itself was completed. The access was checked and a contrast agent leaked out of the blood vessel around the right eia-cia, confirming damage to the access vessel . The patient suddenly developed shock and cardiac arrest. Cardiac massage was initiated. It was decided to place a non-mdt immediately . The first non mdt stent 10mm x 100mm was placed in cia-eia. As the damage remained in the contrast imaging after placement another non mdt stent 9 mm x 100mm was added proximally slightly from the femoral head level. It was noted that the native blood vessel diameter is about 8mm. There was a type iiia endoleak between the non mdt stents, so touch up with a non-mdt balloon. The iiia endoleak did not resolve. When the 8fr sheath was advanced to place a 3rd non mdt stent 11 mm stent, the junction of the already implanted non mdt stents was disconnected. The non mdt, which had been placed proximally, had been completely pushed out of the blood vessel, and the guidewire, which had been passing through the true lumen, had also escaped, making cannulation impossible. A rescue balloon was advanced from the opposite side (left) to occlude. The following procedures were being considered, but the cardiac massage could not be stopped while the patient remained in cardiac arrest. Bleeding from the intubation tube was also confirmed. Two (2)  hours had passed since the cardiac arrest, and the patient's heart rate did not resume even once; the physician decided to stop resuscitation and confirmed the patient's death. Per the physician the cause of the access damage was anatomy related due to the patient's vascular morphology and the access vessel was narrow at about 7.2mm -8mm. No additional clinical sequalae were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis the reported access vessel damage could not be confirmed on the pre-implant images provided; therefore, the cause of the event could not be determined. Procedural angiograms showing the delivery system being introduced and removed from the patient were not available for assessment of the event. The reported vessel diameter of 7.2-8 mm could be appreciated in the images. The reported blood loss, cardiac arrest, and patient death could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.